Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the system was explanted approximately 2 years ago due to pain at the ipg site.